Event description:
It was reported that the patient was charging more than expected. An implantable neurostimulator (ins) overdischarge was suspected. The problem with charging more frequently started in (B)(6) 2014. The patient¿s stimulator was not taking a charge. Their device had to be reset once because of a deep charge. This was the second time for the patient to have an overdischarge. The patient¿s first overdischarge was the year prior to the report. The battery was draining quickly in (B)(6). The battery used to last 3 weeks and now it only lasted 4 days. It would go and just shut off. It showed a full charge. Nothing seemed to be bent or broken on their recharger. It was further reported that the manufacturer representative was not sure if the patient¿s device was in overdischarge. The patient would be seen the monday following the report. It was further reported that the battery was at the end of life (eol) and was replaced. The patient was doing great at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377775, lot# v008916, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377775, lot# v004859, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was removed and the patient didn¿t know what the issue was. The patient thought the ins was replaced on (B)(6) 2014, this was an estimate from the patient, but not the actual date of replacement. The patient went and saw the healthcare provider (hcp) and manufacturer representative and they noted the battery should be replaced. The patient did not know what was wrong with the implant, as to why it was replaced.